Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of device performance was not possible. Information regarding the exact date of patient death is unknown. A review of the manufacturing and sterilization records showed no anomalies. Additional device/patient information: it was reported to medtronic neurosurgery that the patient had died. According to the report, the cause and date of patient death was unknown. Reportedly, the patient underwent a cerebral aneurysm surgery in (B)(6) 2014. According to the report, the cerebrospinal fluid was less bloody during the surgery. The report stated that, after the surgery, the doctor implanted the product. Reportedly, one day after implantation, the patient got a fever and it was found that the cerebrospinal fluid turned purulent. According to the report, per the lab test results, the protein count of the cerebrospinal fluid was very high. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient had a cerebrospinal fluid infection after implantation of the device. According to the report, the patient¿s wbc count was found to have increased. The report stated that the doctor explanted the product and treated the patient with an antibiotic. Reportedly, the patient was in the ICU.